Event description:
It was reported when the device was used during a colon resection, it fired malformed staples. It was reloaded with a new cartridge which resulted in malformed staples. The procedure was finished with a like device and there was no pt consequence.